Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass (B)(4) report: the patient was revised due to pain. The physician revised femur components to crs with stem. Doi: (B)(6) 2017, dor: (B)(6) 2021: left knee.